Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm determined that the unit was failing calibration would not exceed 402. To resolve the issue, the stm replaced the compressor and performed full calibration and all functional and safety tests per factory specifications. The iabp passed all tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that power up test fails code #14 occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown if this event occurred during routine check or prior to use on a patient. There was no patient involvement and no adverse event was reported.